Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. The customer's blood glucose levels went upto 400 mg/dl and then dropped down in 60's. Customer current blood glucose level was 187 mg/dl. Customer did not reported any symptoms due to high and low blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Customer treated low blood glucose with food. Customer also reported that they changed 2 new batteries and pump alarmed battery failed twice. Customer also reported blank display. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black, case type = ngp. Customer returned device for experiencing high and low blood glucose and an alleged blank display and failed batt test found on (B)(6), 2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thus. Blank display and battery failed alarm were not noted during testing. The power management tool confirmed device error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance j6/ electric board 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/electric board 1, the device was monitored and functioned properly. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. August 02, /2022 at 13:00:00.000, power loss alarm on october 13, 2022 at 21:06:41.000, replace battery alert on october 1, 2022 at 11:00:00.000 and battery failed alarm october 07, 2022 at 09:35:54.000 were found in the history files. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the device at the battery compartment, broken battery tube threads, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running.was confirmed due to a connector resistance issue with the j6 connector on electric board1. Blank display and battery failed alarm were not noted during testing. Blank display and failed battery test were not confirmed. Unable to verify customer's high and low blood glucose complaints. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.